Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not be removed because reprocessing could not be done properly due to leakage from scope cover. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable/preventable by handling the device in accordance with the following (instruction for use) IFU. Detection method is described in cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.